Event description:
End user hospital reported experiencing clotting in side arm of introducer sheath. Blood flow beyond "normal" flow out of hub - this does not happen in all cases. There was no pt injury.